Manufacturer narrative:
The pentax (B)(4) field technician found out, there is no serial number on the pcb. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The pfr field technician found out, there is no serial number on the pcb. Maybe the pcb is defective. The scope is on the way to the service pfr. This event occurred at the time of during inspection. There was no report of patient harm.